Event description:
It was reported that the patient came to the emergency room with syncope. T-wave oversensing was found on the ventricular lead. The lead remains in use. No further patient complications were reported as a result of this event.

Event description:
It was reported that there was t-wave oversensing on the right ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.